Event description:
New information noted the ventricular leadless pacemaker (lp) was removed resulting in the conductive telemetry issues. Once the atrial lp was unpaired, telemetry was able to be re-established. The patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow-up. During the check, the atrial leadless pacemaker (lp) was unable to be interrogated. Programming changes were performed to unpair from the ventricular lp. The patient condition was unknown.